Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 201) has been confirmed. The cause of the service code 204 is a cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.